Manufacturer narrative:
Clarification to h6: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with 5 ml of juvéderm® volux¿ to contour the jaw (jw1, jw3, jw5), in mento region, and chin (c1, c2, c6,) and juvéderm® voluma¿ with lidocaine in middle third of face. Fifteen days later, patient had hardening in mandibular region. Sixteen months later, patient reported unsightly region and experienced anxiety about their appearance. Patient had an ultrasound in mandibular region and noted "consider granulomas and/or focal accumulations of uncharacteristic filling material." Biopsy was not provided.